Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saidshe is having to change pads 5 times a day and the pads are full. Patient thought her ins was going to have to be replaced. During call patient was able to sync with the ins and was not seeing the low ins battery symbol. Patient changed to program 3 during the call and was getting "zapped" so she changed to program 1 and was able to adjust to a comfortable level. No further complications were reported or are anticipated.